Event description:
Boston scientific crm received info from an implant form that this implantable transvenous atrial lead was implanted in 2009. Despite multiple attempts, the sensed p-wave was less than 1.0mv. Subsequently, an adequate p-wave site was located. The measured p-wave was greater than 2.0 mv and the pacing thresholds were adequate. Boston scientific crm received info that later that evening, the atrial lead dislodged. The local representative contacted technical services in the next day to report possible mechanical oversensing or intermittent far-field oversensing on the atrial channel. The local representative reported that p-wave signals were visible on the shock channel. The pt was presented back to the ep lab in the next day, and the lead was explanted and replaced with a competitor lead. Difficulties with obtaining adequate p-wave values with the competitor lead were encountered. However, the available info suggests that the competitor lead remains in-service.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.